Event description:
The customer called to report a motor error alarm during normal use. Troubleshooting was performed, and the drive support cap was protruding. The customer stated that he did put the device through the x-ray at an airport at one point. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. The displacement test functioning properly. The insulin received with cracked end cap near the vibrator area, scratched lcd window, scratched case, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.